Event description:
It was reported that a malfunction occurred on the pump, with no notable events happening prior to the issue. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.